Event description:
It was reported that the patient underwent an explant procedure as the stimulation did not work well for the pain. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year 2021. D6b: explant date: 2021.